Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No stuck buttons were noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump had an up button that got stuck and had been exposed to moisture. The blood glucose reading was unknown. The caller stated that the device may have gotten moisture into the keypad. Advised replacement of the insulin pump. The caller declined to provide the most recent blood glucose reading, stating that this was private information. Nothing further reported.